Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with an early capsule detachment. A copy of the study was provided for review and recording showed 8 hours of valid data then the capsule appeared to fall into the stomach. There was no patient and user harm. A repeat procedure will be performed on different day with need for additional anesthesia.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The customer reported bravo capsule detached early. The reported condition was confirmed. The investigation confirmed the fault described by the customer, but per the sample received cannot determine from investigation what was the caused for the early detach. The investigation identified the root cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.